Manufacturer narrative:
D4 & h4: server serial number not available. Upon investigation of this incident, the technical support specialist followed up to seek a resolution. However, there was no response from the customer¿s end, and the case was subsequently updated for closure.

Event description:
It was reported by the customer that when using thebd pyxis¿ es server, the station was completely black. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.